Event description:
The customer contact reported a delay in critical therapy following difficult disconnection. The t-connector on the distal end of the tubing set was connected directly to the patient's central line to deliver unspecified medications reportedly for blood sugar stabilization, blood pressure, and sedation. After an unspecified length of time in use, the clinician attempted to disconnect the t-connector from the patient's central line to deliver an unspecified medication; however, was not successful. It was reported the clinician then used a hemostat to disconnect the t-connector from the central line and the t-connector cracked. The tubing set was replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number 11402 has a common device name of 80fpa and has a 510k of k052722. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).